Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient on 2016-02-22 indicated that the pump "broke" two years ago and that it began to alarm in (B)(6) 2014. She reported that it was found to have been stalling and was replaced on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had numbness. The patient had swelling all over her stomach area. It was noted that the pump was on the patient¿s right side and that area was swollen. The patient was ¿more raised on the right side¿. There was a ball on the ride side. The swelling started in the week prior to this report. It was also reported that the pump stopped functioning on (B)(6) 2014. There was a motor stall and no recovery occurred. A manufacturer representative thought that the pump possibly restarted a few days later because the patient¿s personal therapy manager (ptm) showed a ¿pa disabled¿ message. The patient could not get her doctor to do anything. The patient thought she should have had a replacement done a week after the pump stopped working. However, a surgeon told the patient she had ¿bad lungs¿. The patient went to her surgeon on the day prior to this report. She also got more information from a pulmonary doctor and a cardiologist. Two or three days prior to valentine¿s day, the healthcare provider (hcp) reportedly called the manufacturer and ¿tried to get the pump¿. However, it was unclear what this meant. The patient was referred for a pump replacement on the 24th. The hcp wouldn¿t give approval for the surgery until blood work was done, so the replacement wasn¿t done. The patient went in on the 20th and they had no clue who the patient was ¿the entire whole week¿. Blood work was done and, on monday the 23rd, the patient ¿couldn¿t get through¿. The patient left several messages for the office but the patient¿s doctor wouldn¿t call her other doctor. The patient was told that sometimes with the pump, if a granuloma occurred, then the pump will then stop. There were two possibilities. Either the pump wasn¿t working mechanically or something was wrong with the catheter. The healthcare provider (hcp) wanted to check the catheter. They thought that the patient had a granuloma. The patient was to make sure that she was on medication to avoid withdrawals. She also needed a ¿pumpogram¿. The healthcare provider (hcp) wouldn¿t do pumpogram because the manufacturer reportedly indicated that it wasn¿t necessary and, if there was a granuloma, an x-ray could be done. It was also reported that, when ¿it¿ was functioning, it would move like a muscle spasm. That¿s what it looked like a lot of times. The patient would feel the movement up and down. It was helping and the patient was starting to feel better. The patient also experienced numbness in her hands and could not hold things. It was also reported that, over the weekend of valentine¿s day, the patient was ¿playing¿ with her ptm and noticed it ¿changed from the bell and beeped every 20 minutes¿. The beeping stopped about four days after it started. The ptm displayed a ¿pa disabled¿ message. This occurred two days before valentine¿s day. This issue was resolved the following saturday or sunday night. The device system was used to deliver fentanyl.

Manufacturer narrative:
Product ID 8709sc, lot# n186974003, implanted: 2009 (B)(6); product type catheter product ID 8835; product type programmer, patient. (B)(4).

Event description:
It was later reported that, at the time of this report, the patient was receiving effective therapy. He was currently on a patch, although the type of patch was unclear. The pump was to be replaced and returned to the manufacturer for analysis.

Event description:
It was reported a motor stall was recorded in the event logs with no motor stall recovery recorded. It was noted, the patient came to the office today for a follow up appointment and stated, she heard her pump beeping. The pump was interrogated and showed a motor stall 2014 (B)(6) at 1054 and no recovery. It was reported there was no electromagnetic interference (emi) or magnetic interaction such as a MRI. The patient was not having therapy issues at this time. The pump was being used to deliver fentanyl. It was further reported, the patient¿s pump was not functioning and had stopped functioning five days ago. The patient was unable to get a hold of her physicians and it was reported, the patient had no medication and ¿the pump was totally disabled.¿ it was noted, the patient had a pain pump and a pacemaker/defibrillator. It was also reported, the pump had alarmed for four days every 20 minutes and then stopped. It was further reported, the patient was going into withdrawal and was concerned about her heart condition. The patient had severe diarrhea because, she does not have a colon. The patient was at the physician¿s office on 2014 (B)(6) and they did not have medication to replace what was in the pump. It was reported that the physician called her and he was calling the pharmacy to get the patient oral medication. The reason the patient had not gotten the medication yet was due to insurance related issues. It was also reported, the patient gets magnesium because, she has no colon. It was further reported, the pump had a motor stall and needed to be replaced. The patient was sent to see her surgeon on 2014 (B)(6) and they decided the pump should be replaced due to a motor stall, but the patient had to wait until 2014 (B)(6) to have the pump replaced. The patient was concerned about waiting that long for surgery. It was reported, the patient took roxycodone for break through pain and takes a sublingual tablet of fentanyl called abstral. It was noted, the patient used her personal therapy (ptm) today and it said pa disabled. It was reported, the patient was going diarrhea 2-3 times per hour for the past 24 hours and normally the pump helped her with diarrhea because, she has no colon and it was part of her therapy. It was also reported, the patient was moving next weekend and was interested in looking for a closer doctor. It was noted, the patient could not take certain medication because of her heart, prolonged ¿qt,¿ and no colon. It was also reported, the patient¿s pump replacement was 2014 (B)(6) and she had not met the hcp yet. It was reported withdrawal started 2014 (B)(6) and 2014 (B)(6) and the patient had terrible diarrhea and was worried that if her magnesium and potassium levels drop it would affect her heart, which is why she had a defibrillator. It was also reported, the patient was experiencing pain in the area where the pump was in her hip. It was reported, the pump initially started alarming when the patient was walking into the building to see her doctor and continued to alarm every 20 minutes for three days. At this visit, the hcp lowered her dosage and gave her oxycodone. The patient did not want to go through with the surgery because, the hcp had not called to get the patient¿s physical and other information that was needed for surgery. It was also reported, the patient had sarcoidosis, heart and lung conditions, and these were other reasons to not have surgery, but the patient was having difficulty in reaching the hcp¿s office to cancel the surgery. It was noted, the patient was having more pain in her hip area. Additional information has been requested; a follow-up report will be sent when it becomes available.